Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes corrected information and additional information not available/included in the initial report. Section d9 was changed from yes, in the initial report, to no. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product has not been returned as of 20 november 2020. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: nc1-sp). From our investigation, we could not confirm how the trailing haptic was broken. We assumed the haptic was tucked incorrectly and then broken. We believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Broken haptic during use. Product replaced with another lens immediately during surgery; no permanent or negative impact on patient health expected. Intra-operative explantation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings, and conclusion are pending for device return and product investigation. Once the investigation is completed, an follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings, and conclusion.

Event description:
Broken haptic during use. Product replaced with another lens immediately during surgery; no permanent or negative impact on patient health expected intra-operative explantation.